Event description:
Clear plastic disc with hole in the middle was seen in abdomen. Unable to retreive item. Dr called husband to discuss leaving in the abdomen or doing laparotomy. Left in abdomen by mutual consent.